Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implanted electrode exhibited noise, over-sensed, and 2 inappropriate shocks. Technical services (ts) discussed possible causes and recommended troubleshooting efforts. No additional adverse patient effects were reported outside of the inappropriate shocks the patient received. The device remains in service.